Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address osteolysis. Doi: (B) (6) 2009. Dor - (B) (6) 2010 (left side).